Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro instrument, and identified the failure mode as a defective lamp. The fse replaced the lamp to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low and zero (0) value patient results for tbil (total bilirubin) on their unicel dxc 800 pro instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.